Manufacturer narrative:
The unit had a button error alarm and intermittent act and down buttons response due to a corroded keypad. The unit had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corners. (B)(4).

Event description:
The customer called in to report that while wearing the device in her bra on a walk the insulin pump alarmed button error. The customer's blood glucose level was 167 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.